Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 263-291 mg/dl. A test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Customer changed the cartridge to address the issue. Reportedly, customer continued using the pump for insulin therapy and an alternate insulin pump was available.